Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Revision of right hip was due to periprosthetic fracture of the patient's right femur. Patient was revised to a combination of stryker and competitor devices.